Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer reported a questionable result for the elecsys troponin t stat assay (tnt-hsst) for one patient on the cobas e411 disk analyzer. On (B)(6) 2017, the patient had previous troponin t results of 123 ng/ml and 87 ng/ml on separate samples. On (B)(6) 2017, the patient's result on a new sample was 17.34 ng/ml with a data flag. This initial result was not reported outside the laboratory. The analyst ran the sample twice more and obtained results of 87.97 ng/ml (with data flag) and 89.6 ng/ml. No adverse event was reported for the patient. The tnt-hsst reagent lot number is 176452 with an expiration date of 12/31/2017. A specific root cause could not be identified. A reagent issue can most likely be excluded. The most likely root cause may be related to pre-analytics (improper sample quality), as the serum-separating tube (sst ii) was only allowed to clot for 13 minutes which is shorter than the tube manufacturer's required time. This may lead to possible clots and fibrin to be present in the sample upon analysis. Review of the available calibration and qc data found the results were within range. Additional information was requested but not provided.